Event description:
It was reported that the patient developed an infection at the ipg site. As a result, surgical intervention was undertaken wherein the scs system was removed to address the issue.

Manufacturer narrative:
Date of event is estimated.